Event description:
Customer reported that a nurse was analyzing a sample on the instrument and after 3-4 seconds after pressing the analyze button on the instrument, the syringe was ejected from the sample entry and blood was splattered on her face. Customer states that they checked the instrument fluidic system through and no problems were found. The customer stated that the cartridges and the manifold were changed to ensure they were not the cause of the problem. The pt sample involved was tested and all results were negative. The nurse did not undergo any treatment.

Manufacturer narrative:
(Actual device involved in incident was evaluated): a field application specialist remained at the site for many days. There were no further problems with the instrument. (Luer valve): if the sample port is not attached correctly, it can force the probe to exit the cartridge at an angle. The probe may then 'catch' on the edge of the syringe luer and eject it from the instrument. Conclusions: (user error caused event). This event is being reported because it occurred in a potentially biohazardous environment.